Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother was reported via phone call that they were hospitalized due to low blood glucose on may 2 and 3, and on april 26 for high blood glucose. The customer's blood glucose was 29, 155 mg/dl. The customer was treated with insulin drip for high blood glucose and with the glucose for low blood glucose. Troubleshooting was declined. The device will not be returned for analysis.